Event description:
It was initially reported that the patient was experiencing an increase in seizures when his device was turned back on after it was inadvertently disabled (ref report #1644487-2009-00824). Prior to the device being turned back on, the patient was reported to be seizure free. The patient was later indicated to be hospitalized for status epilepticus and the device was disabled. When the patient's device was turned back on at the half the setting, the patient again had more seizures, so the device was disabled again. About 24-hours later, the nurse turned on the device at the lowest setting, and has reported that the patient is doing okay at this time. There are no reported medication changes for this patient. The patient has a history of status epilepticus, but it unknown what the recent episode's relationship is to that of the baseline levels. He also has a history of cluster seizures, which will sometimes occur with illness and other times with no apparent cause. The patient is currently stable and being evaluated for epilepsy surgery. It is unknown at this time what the relationship of the patient's recent increase in seizures is to that of the device.